Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) did not work as expected and loss of pacing was noted on the device. Stored electrograms (egm) revealed right atrial (ra) lead and right ventricular (rv) lead oversensing, resulting in loss of pacing. The oversensing was suspected to be related to crosstalk. Sometimes it was represented as far field r-wave sensing (on atrial channel) or t-wave oversensing (on ventricular channel), but also sometimes just as noise/artefacts. It was also reported that the oversensing or the artefacts were visible on both channels at the same time, with an opposite deflection (mirror morphology) suggesting that the oversensing was related to lead-lead contact/lead insulation issue. The atrial and ventricular sensitivity were already decreased. The ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.